Event description:
The customer contacted stryker to report that their device unexpectedly lost power during a patient event. The patient involved in the reported event did not survive, however the customer stated it was not due to the device malfunction.

Manufacturer narrative:
Stryker evaluated the customer's device and was not able to duplicate the reported issue. In the review of the device electronic records it was verified that the device unexpectedly cycled power several times during the reported event. During the reported event, the device was operating off a battery with a status of low. Per the lifepak 15 monitor/defibrillator operating instructions, the device turning off unexpectedly is a known hazard that can occur when a low battery is not replaced. The likely cause of the reported issue tis the depleted battery. After unrelated repairs, a proper device operation was subsequently observed through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power during a patient event. The patient involved in the reported event did not survive, however the customer stated it was not due to the device malfunction.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue in the review of the patient electronic records. Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.